Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was wearing an external cardiac monitor, the implantable pulse generator (ipg) exhibited occasional dropped ventricular beats. The ipg will be reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.